Manufacturer narrative:
Device evaluation of monitor (B)(4) has been completed. The reported problem (resets) was confirmed. Upon investigation the monitor failed a pulse test. The cause for the pulse test failure was isolated to contamination on connector j1 on the computer/analog pca. The root cause for the contamination was ingress of an unknown foreign material. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned monitor (B)(4) and reported that the monitor was resetting.